Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead was unable to be implanted despite several attempts. The lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event was ¿the tip of the lead could not normally hook onto the myocardium.¿ as received, a complete lead was returned in one piece with all four tines intact and undamaged. Visual inspections and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.